Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep lcsc5 did not work. They were getting a constant tone when the footpedal was activated. The surgeon opened an identical device to complete the case. There was no consequence to the pt.